Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during insertion of an intraocular lens (iol), a patient had a vitrectomy, right eye. An alternate iol was used to complete the procedure. Additional information has been requested however, further information has not been received.